Event description:
This is the event as reported by operating room staff. Upon relief report, rn showed to me that part of the colpo pneumo device (plastic) was missing and a raytec was burned during the procedure. Dr. Obgyn checked vaginal cavity and said the plastic part is not inside the patients' vaginal cavity. Nothing was saved from the event.